Manufacturer narrative:
Updates were made to the following sections after additional information was provided on 03/03/2025: section a2: age at the time of event. Section a3: gender. Section b7: other relevant history, including preexisting medical conditions.

Event description:
Customer reports: we recently had an incident where it was reported by the patient that the device wasn¿t working and did not inflate. The patient ended up with a pulmonary embolism (p.e.) Unfortunately. The device's serial number wasn¿t taken as it wasn¿t reported at the time of the event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned because they did not isolate the controller.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
The incorrect sku number was initially reported as 295250 however, the sku was unknown therefore the following fields have been updated: d4: model number - was 295250, updated to unknown scd durables. D4: catalog number - was 295250, updated to unknown scd durables.